Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the device for longer than 48 hours. The patient reports the pod infusion site had a pimple with a white head and a red ring around it. In addition the pod site was tender and the pods adhesive was peeling. Once at urgent care the patient was diagnosed with a staph infection. The patients site was swabbed for a lab investigation. The patient had left urgent care after 30 minutes. After 5 hours the patient removed the pod from the insertion site. The following day the patient went to their doctor. The patients doctor drained the infusion site and prescribed clindamycin (1 tsp x 75 mg) to be taken once daily for 10 days. The patient was at their doctors office between 45- 60 minutes.